Event description:
Epidural catheter is threaded backwards in some of the trays but not all of the trays with lot #68-964-z1-01. MFR has been notified and removed all other epidural trays from shelf. No pt injury has been identified at this time. 8-1-01 - have been informed that abbott had delivered more catheter with same lot# and continuing to identify same problem.

Event description:
Epidural catheter is threaded backwards in some of the trays but not all of the trays with lot# 68-964-21-01. MFR has been notified and removed all other epidural trays from self. No pt injury has been identified at this time. 8/1/2001 - I have been informed that abbott had delivered more catheters with same lot # and continuing to identify same problem.